Event description:
It was reported that a female patient, who's undergone breast augmentation revision with a (left) 650cc mentor memorygel breast implant and a (right) 550cc mentor memorygel breast implant, suffered left breast capsular contracture (baker grade IV) and right breast capsular contracture (baker grade ii-iii), post-procedure. The breast was characterized with asymmetry and tenderness. As a result, the patient underwent left breast implant removal and replacement with a mentor gel implant on (B)(6) 2021. However, on the right breast, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. Complication on the left breast has been reported under mrn: 1645337-2021-14331.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).